Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 10.1 mmol/l, 7.9 mmol/l, and 5.6 mmol/l within 10 minutes on the mobile system. No adverse event reported. The alleged product was replaced and requested for evaluation.